Event description:
Customer reportedly obtained a result of hi and 240 mg/dl on the same device within 10 minutes. Customer also reportedly obtained results of hi and 253 mg/dl on the same device within 10 minutes. No action was reportedly taken based on any results provided. No strip information provided and no quality controls were used. Requested return of suspect device and replacement was sent.